Manufacturer narrative:
Device code- 3191 used for suspected lead damage.

Event description:
New information noted that provocative tests were unable to replicate the lead noise, lead damage was suspected. No intervention has been taken due to the age of the patient and the patient lives in a nursing home. The physician discussed disabling therapies instead of lead replacement. The patient has experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier on (B)(6) 2018. Non-sustained right ventricular oversensing was noted on the right ventricular lead. The stored electrograms show non-physiological oversensing. The patient was well and did not experience any adverse consequences. No additional information was reported.